Event description:
Customer reports a button error alarm on the insulin pump, which occurred when she inserted a new battery. Customer states buttons on pump have been unresponsive for a week, prior to calling. Insulin pump has not been exposed to moisture or held button for more than 3 minutes. Current blood glucose level is 156 mg/dl. Advised customer insulin pump will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Failure analysis states that insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched case and scratched lcd window, scratched back address label and cracked belt clip slot.